Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that there prior to a surgical procedure in the operating room, the blister seal on the device package did not open properly. It was also reported that there was no adverse consequences and no delays as a result of this event and the procedure was completed successfully using an alternative blade.

Manufacturer narrative:
The blade contained in the packaging was returned, however the actual packaging was not returned. The reported event, for sterility breach, was not confirmed as the packaging was not returned for evaluation. Without the packaging, the root cause cannot be determined. Blade retuned, device packaging was not returned.

Event description:
It was reported that there prior to a surgical procedure in the operating room, the blister seal on the device package did not open properly. It was also reported that there was no adverse consequences and no delays as a result of this event and the procedure was completed successfully using an alternative blade.